Event description:
It was reported that the tissue bled after firing.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? There was no such issue being noted related to that. How was the bleeding controlled? Surgeon applied clips while re-exploring after the surgery. How much blood was lost (ml)? It was around 180-200 ml and happening in almost every case. Did the patient require a transfusion? No it was controllable with clips, hence no transfusion needed. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)- in 3-4 cases, reoperation and readmission was required, hence increased hospital stay and expenditure. Refer the attached video. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: is the video from the initial procedure or the reoperation? What color cartridge was used throughout the procedure and what was their corresponding anatomical locations? What device and its product code were being used with the cartridges? What are the exact cartridge product code and the qty? Was the stapler itself been reprocessed? Did the surgeon wait 15 seconds prior to firing? What was the site of the post op bleed: the gastric pouch, gastrojejunostomy, or the jejunojejunostomy? Please confirm the number of reloads that could have caused or contributed to the bleeding. Additional information: this is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the video provided it was observed significant bleeding in the body cavity after staples were applied. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.